Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a csf (cerebrospinal fluid) leak, awful migraines and nausea. They reportedly sealed up the ¿hole¿ per the reporter. The device system was currently used to deliver morphine however it was not specified what was delivered throughout the course of the event provided. Patient outcome was not reported. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter/delivery failure that resulted in injuries of withdrawal, hospitalization, and surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.